Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage was found along the funnel. This event occurred during use.

Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received only the catheter for evaluation. The sample was visually evaluated and observed a pinhole on the inflation funnel. Per the functional evaluation, the balloon was inflated with water and observed water leaking from the inflation funnel. The pinhole was evaluated under a microscope and noted to be round and caused by a sharp object from outside. The exact cause of sample condition could not be determined and could not assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Do not use in patients who are or have been allergic to natural rubber latex" (B)(4).

Event description:
It was reported that water leakage was found along the funnel. This event occurred during use.